Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2022. However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and was subsequently treated with oral and topical antibiotics (specific date and duration not reported).